Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was 95% stenosed and located in the right coronary artery (rca) and was treated using three passes with the oad. Following atherectomy treatment, the patient presented with chest pain. Imaging was performed and revealed good flow. Predilation was performed with a non-compliant balloon in the mid-rca. Imaging was performed and a perforation was noted to have occurred following atherectomy treatment. Balloon angioplasty was performed to resolve the perforation and the patient remained asymptomatic. The patient was in stable condition following the procedure.